Event description:
(B)(4). During follow-up, automatic mode switch due to oversensing and noise was observed on the atrial lead. High impedance was observed on the right ventricular lead and the atrial lead. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection found an external insulation abrasion exposing the outer coil consistent with friction to the device can on the connector portion of the lead. An internal short was found on the distal portion due to the lead portion returned with an extraction tool inserted inside the lead body. The cause of the reported event of noise was isolated to the exposure of the outer coil in the abrasion zone.